Event description:
Patient revised poly component for loose flexion and extension. Small fragment of poly floating in joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.